Manufacturer narrative:
Expiration date: ni . Implant date: 2011.

Event description:
A report was received that the patient will undergo a lead revision procedure due to the patient experiencing of a lot stomach cramping. It is unknown if the reported cramping is device or procedure related.

Manufacturer narrative:
Additional information was received that the patient was reprogrammed and will no longer undergo a revision procedure. The stomach cramping was not device related. No further course of action will be taken.

Event description:
A report was received that the patient will undergo a lead revision procedure due to the patient experiencing of a lot stomach cramping. It is unknown if the reported cramping is device or procedure related.